Event description:
Upon entering the pt's room, a small puddle of blood was noted on the floor. Blood was also noted on the pt's gown and linens. The pt's IV tubing and t-connector remained connected to the pt. The line was clamped and flushed and the tubing and filter replaced. Upon examining the lines, it was discovered the tubing from the filter was noted to have become dislodged from the luer lock connector.